Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2022, it was reported by a patient via email that after undergoing an rcr procedure in the year 2017, a reaction to the implanted devices was developed. Patient had revision surgery on (B)(6) 2022 in which some unspecified arthrex devices were removed and sent to pathology to confirm reaction. Pathology came back positive; however, at this time, no further information has been given.